Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
A center manager reported, a patient with corneal defect and rolled up epithelium five days post prk treatment; the patient reported pain and tearing. Upon additional follow up the reporter indicated the patient is improving and doing well, there are not any breaks in the epithelium. Reporter states prk was an enhancement for a lasik treatment previously performed on another company's laser system.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).